Event description:
The customer reported a "haze" being visible on their site rite 8. Customer stated "the first time I saw it, it was pretty much a big strip vertically down the middle of the screen pretty much exactly where you need to look to see the blood vessel. It's smaller on this image and I have not observed it in the past few days."

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
The customer reported a "haze" being visible on their site rite 8. Customer stated "the first time I saw it, it was pretty much a big strip vertically down the middle of the screen - pretty much exactly where you need to look to see the blood vessel. It's smaller on this image and I have not observed it in the past few days."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: product was not returned for evaluation/repair. Photo sample provided by customer shows small spot on a blank site-rite 8 screen. Complaint investigation and root cause determination could not be completed without physical evaluation of the unit. H3 other text : evaluation findings are in section h11.